Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 7.0cm was returned for analysis. The portion of the lead that was returned was normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time. The coroner&#38112;office has requested that the devices be analyzed.